Manufacturer narrative:
Eus (B)(4)

Event description:
The healthcare professional reported injecting evolysse form into the marionette lines and peri oral area of a patient. Approximately ten (10) days post injection, patient had hard masses/nodules in all areas treated. The hcp dissolved the product with hylenex and patients had a complete resolution of symtpoms.